Manufacturer narrative:
(B)(4) - medical intervention required/pain/acute pancreatitis/septic shock. Stent migrated. Foreign source: (B)(6). Study source: (B)(4). As the study stent remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received since (B)(6) 2012

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the e7016 wallflex fully covered benign stricture study. According to the complainant, the patient presented with a distal biliary stricture. This stricture had been previously treated with a plastic stent, which was removed prior to the study stent placement procedure. During the (B)(6) 2010, study stent implantation procedure, a sphincterotomy was performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and discharged on (B)(6) 2010. On (B)(6)2010, the patient complained of mild right upper quadrant pain. The patient was treated with medication. The pain was marked as having been resolved on (B)(6) 2010, which was when the patient was discharged. On (B)(6) 2011, the patient was admitted for pancreatitis and septic shock caused by a hepatic abscess. The subject was treated laparoscopically. Attempts to obtain additional information regarding this treatment have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. On (B)(6) 2011, the subject underwent a re-intervention for a migrated study stent. The study stent was removed and another stent was placed. Additional information received since (B)(6) 2011. The patient underwent laparotomy for peritonitis caused by the hepatic abscess. The patient was discharged on (B)(6) 2011. Additional information received since (B)(6) 2011. The event outcome of the hepatic abcess with an onset date of (B)(6) 2011, is considered "resolved without residual effects." According to the complainant, the malfunction of the study stent was "study stent migration." Additional information received since (B)(6) 2012. On (B)(6) 2011, the patient was hospitalized for the event of persistent 'biliary leaking' from the drain orifice. The patient appeared to have an excellent general health status with no abdominal pain or sign of infection. The biliary leaking progressively stopped. A CT scan showed a marked decrease of the abscessed hepatic lesion. The patient was to undergo a new catherization for stent placement but due to the complete spontaneous drying up of the fistula, the examination was deferred. On (B)(6) 2011, the event was considered resolved and the patient was discharged continuing his regular prescription medication. The adjudication results assessed the event of 'biliary leaking' as related to the study stent, stating that the event was essentially another instance of 'hepatic abscess' similar to the previous event.

Manufacturer narrative:
Medical intervention required/pain/ acute pancreatitis/septic shock/peritonitis. Stent migrated. (B)(6). (B)(4). A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the device was used per the e7016 wallflex fully covered benign stricture study protocol. The most probable root cause of the reported issue is considered to be an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6), 2010. This stent was implanted as part of the (B)(4) wallflex fully covered benign stricture study. According to the complainant, the patient presented with a distal biliary stricture. This stricture had been previously treated with a plastic stent, which was removed prior to the study stent placement procedure. During the (B)(6), 2010 study stent implantation procedure, a sphincterotomy was performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and discharged on (B)(6), 2010. On (B)(6), 2010, the patient complained of mild right upper quadrant pain. The patient was treated with medication. The pain was marked as having been resolved on (B)(6), 2010, which was when the patient was discharged. On (B)(6), 2011, the patient was admitted for pancreatitis and septic shock caused by a hepatic abscess. The subject was treated laparoscopically. Attempts to obtain additional information regarding this treatment have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. On (B)(6), 2011, the subject underwent a re-intervention for a migrated study stent. The study stent was removed and another stent was placed. The patient underwent laparotomy for peritonitis caused by the hepatic abscess. The patient was discharged on (B)(6), 2011. The event outcome of the hepatic abcess with an onset date of (B)(6), 2011 is considered "resolved without residual effects." According to the complainant, the malfunction of the study stent was "study stent migration."

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6), 2010. This stent was implanted as part of the (B)(4). According to the complainant, the patient presented with a distal biliary stricture. This stricture had been previously treated with a plastic stent, which was removed prior to the study stent placement procedure. During the (B)(6), 2010 study stent implantation procedure, a sphincterotomy was performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and discharged on (B)(6), 2010. On (B)(6), 2010, the patient complained of mild right upper quadrant pain. The patient was treated with medication. The pain was marked as having been resolved on (B)(6), 2010, which was when the patient was discharged. On (B)(6), 2011, the patient was admitted for pancreatitis and septic shock caused by a hepatic abscess. The subject was treated laparoscopically. Attempts to obtain additional information regarding this treatment have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. On (B)(6), 2011, the subject underwent a re-intervention for a migrated study stent. The study stent was removed and another stent was placed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the e7016 wallflex fully covered benign stricture study. According to the complainant, the patient presented with a distal biliary stricture. This stricture had been previously treated with a plastic stent, which was removed prior to the study stent placement procedure. During the (B)(6) 2010 stent implantation procedure, a sphincterotomy was performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and discharged on (B)(6) 2010. On (B)(6) 2010, the patient complained of mild right upper quadrant pain. The patient was treated with medication. The pain was marked as having been resolved on (B)(6) 2010, which was when the patient was discharged. On (B)(6) 2011, the patient was admitted for pancreatitis and septic shock caused by a hepatic abscess. The subject was treated laparoscopically. Attempts to obtain additional information regarding this treatment have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. On (B)(6) 2011, the subject underwent a re-intervention for a migrated study stent. The study stent was removed and another stent was placed. Additional information received since february 1, 2011: the patient underwent laparotomy for peritonitis caused by the hepatic abscess. The patient was discharged on (B)(6) 2011.